Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needle were unable to be reshield. The following was received by the initial reporter: verbatim: consumer reported stuck finger with 2 different pen needles reshielding with inner shield. No medical attention needed. Finger did bleed consumer reported thought she was to shield with inner shield after use. Discarded these 2 needles consumer reported does not like the design of the outer cover. Harder to use. Lot # 3017794 catalog# 320122 date of event unknown past 2 weeks. Sample status awaiting sample unused samples from this box

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needle were unable to be reshield. The following was received by the initial reporter: verbatim: consumer reported stuck finger with 2 different pen needles reshielding with inner shield. No medical attention needed. Finger did bleed consumer reported thought she was to shield with inner shield after use. Discarded these 2 needles consumer reported does not like the design of the outer cover. Harder to use. Lot # 3017794. Catalog# 320122. Date of event unknown past 2 weeks. Sample status awaiting sample unused samples from this box..